Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set before priming the patient line. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. During troubleshooting, it was learned that the patient had been connected during prime. The technical service representative assisted the caregiver to clear the alarm and end therapy, and advised to start all over with new supplies. The technical service representative reviewed proper procedures per the user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.